Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl - right, reason(s) for revision: tba. Update / query confirmation received 2nd september 2014. Surgery date amended. Surgeon confirmation form received 15th september 2014. Hip side amended. Revision reasons added. Surgery and revision dates amended. Asr xl - left, reason(s) for revision: pain, alval/ soft tissue reaction. Stem remained in situ and has not been revised.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
Asr revision.asr xl - right.reason(s) for revision: tba.update / query confirmation received 2nd september 2014. Surgery date amended.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl - right incorrect see below, reason(s) for revision: tba. Update / query confirmation received 2nd september 2014. Surgery date amended. Surgeon confirmation form received 15th september 2014. Hip side amended. Revision reasons added. Surgery and revision dates amended. Asr xl - left, reason(s) for revision: pain, alval/ soft tissue reaction. Stem remained in situ and has not been revised. Update - marked as legal, added kid number, added stem details (stem remains in situ) , added all expiry dates. Taken from kennedys email dated 25th march 2015. (B)(6).

Event description:
Asr revision, asr xl - right, reason(s) for revision: tba.